Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. The customer reoriented the tubing and had not received another alarm. As the customer was not receiving an alarm when tandem technical support was contacted, troubleshooting to confirm the cause of the occlusion was unable to be performed.